Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during preparation of a port placement procedure, the port hub allegedly broken into two pieces when trying to attach the tubing to the port. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port, one catheter and one catheter lock were returned for evaluation. Gross visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and material separation as a circumferential break was noted in the port stem and the segment of the stem inside the proximal end of the catheter. The break surface appeared to be finely granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the port hub allegedly broken into two pieces when trying to attach the tubing to the port. The procedure was completed using another device. There was no patient contact.